Event description:
Customer reportedly obtained results of 22.8 mmol/l, 4.0 mmol/l, and approximately 8.0 mmol/l on the go system within 10 minutes. No treatment information provided. No adverse event reported. Requested return of suspect system and replacement was sent.